Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-28. The patient¿s medical history is unknown. After the initial placement of the lead, the patient stated that they only felt stimulation on one side. The patient was brought back the same day for a revision. Bilateral stimulation was felt after the revision. The cause of the new shoulder pain is unknown. The current status of the pain post-revision is unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a new pain in their left shoulder that has progressively gotten worse after implant. Rather than a revision or implant of percutaneous leads, the patient opted for a full system explant. The healthcare professional (hcp) stated that with a cervical fusion, it may be too tight of a space for a paddle lead. There were no environmental factors that took place resulting in the issue. However, the cervical fusion may not have been ideal with the paddle lead. An x-ray was performed to rule out migration and programmings were done to increase coverage. The hcp discarded the explanted components. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.